Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, three days after a laparoscopic sleeve gastrectomy, the surgeon had to operate on the patient again due to peritonitis. There was a staple release on four centimeters without gastric ischemia. The surgeon had to suture and drain after that the patient was in the intensive care unit. It was noted that the patient had longer hospitalization.